Event description:
It was reported that a clearlink solution administration set leaked saline from the drip chamber. The issue occurred while installing the infusion equipment for chemotherapy administration; only saline solution was infusing at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in one of the injection points. A functional test was performed where a set was connected to a saline bag, and it was noted that there was a leak from the chamber. An underwater leak test was performed, and the leak was confirmed. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.